Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Reportedly, the customer contacted a healthcare provider to obtain alternate insulin therapy.